Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrible cramping /chronic pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included primiparous. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("horrible joint pain all over my body / joint pain / hip pain"), menstruation irregular ("irregular bleeding every month"), fatigue ("constant fatigue /fatigue"), mood swings ("horrible mood swings"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), loss of libido ("loss of libido"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, menstruation irregular, fatigue, mood swings, weight increased, dyspareunia, loss of libido, alopecia and headache outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, headache, loss of libido, menstruation irregular, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-sep-2017: new events " painful intercourse, loss of libido, hair loss and headaches" were added. Surgical treatment was added. Product start and stop date was added. Reporter was added from the legal source document. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA- (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('horrible cramping /chronic pelvic pain'). In a 37-year-old female patient who had essure (batch no. B82474), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: primiparous and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("horrible joint pain all over my body/joint pain / hip pain"), menstruation irregular ("irregular bleeding every month"), fatigue ("constant fatigue /fatigue"), mood swings ("horrible mood swings"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), loss of libido ("loss of libido"), alopecia ("hair loss"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), migraine ("migraine") and dermatitis allergic ("allergy: rash/skin condition"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, headache, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge and migraine had resolved. And the arthralgia, menstruation irregular, fatigue, mood swings, dyspareunia, loss of libido and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Discrepancy noted, in removal date: b)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2014, bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time, because there was no event reported. Which indicates, a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed. Therefore, a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: reporter information and lot number were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1128) on 07-oct-2015. The most recent information was received on 06-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible cramping /chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included primiparous. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("horrible joint pain all over my body / joint pain / hip pain"), menstruation irregular ("irregular bleeding every month"), fatigue ("constant fatigue /fatigue"), mood swings ("horrible mood swings"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), loss of libido ("loss of libido"), alopecia ("hair loss"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), migraine ("migraine") and dermatitis allergic ("allergy: rash/skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, weight increased, alopecia, headache, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge and migraine had resolved and the arthralgia, menstruation irregular, fatigue, mood swings, dyspareunia, loss of libido and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Discrepancy noted in removal date-(B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2014: bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- new events added: dysmenorrhea (cramping),pelvic/ abdominal pain, back pain,bleeding: menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding b/w periods) , allergy: rash/skin condition, bladder/urinary problems: vaginal discharge, other injuries/symptoms: migraine.outcome of events pain, bleeding, other, bladder/urinary from unknown to recovered/resolved were updated. Product indication was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) ) on (B)(6)-2015. The most recent information was received on (B)(6)-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible cramping /chronic pelvic pain') in a 37-year-old female patient who had essure (batch no. B82474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included primiparous and menometrorrhagia. On 25(B)(6)-jun-2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("horrible joint pain all over my body / joint pain / hip pain"), menstruation irregular ("irregular bleeding every month"), fatigue ("constant fatigue /fatigue"), mood swings ("horrible mood swings"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), loss of libido ("loss of libido"), alopecia ("hair loss"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), migraine ("migraine") and dermatitis allergic ("allergy: rash/skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on(B)(6)-2017. At the time of the report, the pelvic pain, weight increased, alopecia, headache, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge and migraine had resolved and the arthralgia, menstruation irregular, fatigue, mood swings, dyspareunia, loss of libido and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Discrepancy noted in removal date-(B)(6)-2017 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)-2014: bilateral occlusion. Batch no b82474 production date 2013-10-14 expiration date 2016-10-31 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality-safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.